Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, a balloon rupture occurred. During a procedure of the duodenal biliary tree, upon stone extraction, the extractor rx balloon burst. It is believed that a portion of the balloon material was left in the duodenum of the patient. The physician attempted to locate it with a scope but was unable to find it. "The physician believes that the part came back into the scope." The procedure was complete. No further patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.